Manufacturer narrative:
(B)(4).

Event description:
The pt felt pain and discomfort at the anchor site. A surgical revision was scheduled to remove the anchors. Additional information has been requested. A f/u report will be submitted if additional information becomes available.